Manufacturer narrative:
On (B)(6) 2019, the product investigation was completed. Device investigation summary: during visual examination of the sample, it was observed a tear measuring 15.3 cm on the posterior aspect extending to the anterior. Microscopic examination of the rupture gave no indications as to its cause. No other anomalies were found. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It is possible the rupture was caused by the stress occasioned to the shell by the capsular contracture. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Mentor product analysis lab concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection, rupture, capsular contracture concomitant products: catalog: 3505480bc, lot: 7443840, sn: (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
It was reported that a (B)(6)-year old caucasian female patient who underwent breast augmentation revision with a 430cc mentor memorygel breast implant on the left side, suffered infection, rupture and capsular contracture; baker grade unknown, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2017 and was placed on intravenous antibiotics. The patient was relieved of infection and underwent implantation on (B)(6) 2018 with the following device: (left) 430cc mentor memorygel breast implant, catalog: 3505430bc, lot: 7509621, sn: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).